Event description:
The customer contacted physio-control to report that their device displayed all three icons (charge-pak, attention, and service wrench). The device would not power on. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control examined the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was due to electrically leaky filters, designator fl9 and fl10, from the analog pcb assembly. The leaky filters led to the depletion of the internal hybrid layer capacitor (hlc) batteries of the device which prevented it from powering on.the customer was provided with a replacement device.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.